Event description:
As reported to coloplast though not verified, the pt experienced an abscess and infection. Pt was admitted for abscess and infection. Pt was admitted for abscess on right inferior pubic rami. Port was inserted to assist with drainage and a portion of the implant was removed due to erosion.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.